Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. To address the issue, the customer resumed insulin delivery. Although requested by tandem technical support, the customer declined to perform a system check to determine a cause of the occlusions. There was no reported impact to the customer's blood glucose level.